Event description:
It was reported that the surgeon placed pedicle screw in the spine. It was all the way in the bone. Upon disengagement of the screwdriver, the bone screw sheared below the tulip head. The surgeon decided to leave the screw in the patient due to an inability to remove.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the screw tulip was reported to be shipped but was not available for evaluation with the other items in the pi. Manufacturing files were reviewed and no anomalies were found. Conclusion: the probable root cause is the patient's hard bone quality.

Event description:
It was reported that the surgeon placed pedicle screw in the spine. It was all the way in the bone. Upon disengagement of the screwdriver, the bone screw sheared below the tulip head. The surgeon decided to leave the screw in the patient due to an inability to remove.